Manufacturer narrative:
A sample device was not received for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, it became dislocated. The lens was exchanged for another lens. Additional information was requested.